Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had numerous motor error alarms on the insulin pump. Customer's diabetes clinical manger ran a self test and it was successful. Customer was with her daughter and the diabetes clinical manager on the call. Based on the alarm history, it looks like the customer is receiving the alarm during a set change. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection. The insulin pump was unable to prime during prime alarm test due to faulty force sensor. The insulin pump passed basic occlusion and displacement test. No motor error alarms noted. Motor tested ok.